Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip locked onto tissue and successfully released; however, the clip reopened and fell into the patient in an open state. It is unknown if the clip was retrieved from the patient, and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip locked onto tissue and successfully released; however, the clip reopened and fell into the patient in an open state. It is unknown if the clip was retrieved from the patient, and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ***additional information received on january 16,2019*** the resolution clip device was used in the stomach during a gastroscopy procedure. The clip was left inside the patient body to pass naturally through the digestive tract.